Event description:
A customer reported via webform that a ¿check sensor¿ error message was received with the abbott diabetes care (adc) device. The customer was contacted by adc customer service and they indicated that due to the error, they experienced sweating and dizziness. The customer further reported that a glucose reading of 15 mmol/l was obtained from unspecified device and a treatment of insulin (type/dose unknown) and was provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check sensor¿ error message was received with the abbott diabetes care (adc) device. The customer was contacted by adc customer service and they indicated that due to the error, they experienced sweating and dizziness. The customer further reported that a glucose reading of 15 mmol/l was obtained from unspecified device and a treatment of insulin (type/dose unknown) and was provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures was observed in the event log. Sensor state 1 with an event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check sensor¿ error message was received with the abbott diabetes care (adc) device. The customer was contacted by adc customer service and they indicated that due to the error, they experienced sweating and dizziness. The customer further reported that a glucose reading of 15 mmol/l was obtained from unspecified device and a treatment of insulin (type/dose unknown) and was provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.